Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 57 and 60 mg/dl. The customer stated her expected am fasting blood glucose test result range is 95-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/31/2027. The customer did have another vial of test strips that had been stored and handled correctly, lot number zd6361s. During the call, a blood test was performed by the customer pm non-fasting and produced test result of 87 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: result 1: 57 mg/dl date:(B)(6) 2026 time: 2:19pm fasting pm result 2: 89 mg/dl date: (B)(6) 2026 time: 9:44am fasting am result 3: 124 mg/dl date:(B)(6) 2026 time: 11:24pm fasting pm result 4: 158 mg/dl date: (B)(6) 2026 time: 10:37pm fasting pm result 5: 60 mg/dl date: (B)(6) 2026 time: 6:30pm fasting am

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned - customer had returned the incorrect meter. Test strips were returned for evaluation - zd6354s (1 vial). Product testing was performed and no defect found on returned test strips. Customer had also returned related test strip zd6361s (2 vials). Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.